Manufacturer narrative:
Concomitant products: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The health care provider (hcp) and consumer reported that the patient was in the e.r. Complaining of left upper quadrant pain and appeared to be tender at the implantable neurostimulator (ins) site. The patient had good therapy. The patient started experiencing abdominal pain on (B)(6) 2015 that occurred upon awakening in the morning. The pain got bad enough to where the patient went to the ER for further evaluation. The patient was seen by their hcp for a follow-up appointment on (B)(6) 2015. The pain was generally located over the gastric stimulator device to the left side of their abdomen. The pain was a pulling and cramping kind of pain that tended to worsen with laughing, bending, and twisting. The pain was present nearly constantly. Usually it was minimal, but shot upwards to a 9/10. The patient denied any trauma to the area or any change in their day to day activities. The patient did not manipulate the tissue surrounding the device. The patient noticed an increase in severity of their nausea and vomiting since the onset of their pain. The patient also noted increased bloating and early satiety since their hemorrhoidectomy 1 month ago. The patient¿s abdomen was soft, flat, and non-distended and the ins was intact. The patient¿s settings indicated that the device was working properly. The patient sounded musculoskeletal in nature and an abdominal x-ray showed no concerning findings. The patient¿s device had impedance of 767 ohms and the lead check showed 2 and case at 499 ohms, 3 and case at 499 ohms, and 2 and 3 at 767 ohms. The remaining battery life of the ins was 78.3 months. The patient¿s settings were adjusted. The interventions taken to resolve the pain and tenderness were rest, nsaids, and an abdominal binder. The cause of the pain and tenderness was not determined. It was to be determined if the pain and tenderness had been resolved and the patient would be returning to the clinic in 3 weeks. The patient¿s diagnoses were gastroparesis and left upper quadrant pain and the indication for use for this patient was gastrointestinal/pelvic floor.